Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. The unit was returned with an oxygen error complaint, which was confirmed during testing with leaking cannula receptacle of the sensor block due to the high impact, possibly dropped the unit. The high pressure caused by the muffler was filled with dust, which result in a blockage in the feed port and low sieve life (121). Furthermore, the psa cycle (according to the data log) being high (16) is an indication the zeolite is getting contaminated by moisture. Additionally, the fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. The uip, top housing & lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit was not outputting oxygen resulting in their oxygen saturation level decreasing even though the unit was on the highest setting. As a result, the patient sought out medical attention and was transported to the hospital where they provided oxygen and stabilized the patient. They were discharged later the same day. The patient was out of town traveling and did not have access to their backup source of oxygen.